Event description:
The customer states that quality control values were out of range when using a cell-dyn 1700 analyzer. The rbc high control was out of range (high). The low and normal level controls for hemoglobin were out of range (low). The customer also states that the high level control for the platelet parameter was out of range (low) and the hemoglobin reference range set point was out of specification (low). The customer states that one patient sample was identified with discrepant results compared to results obtained from a sample tested at a hospital lab. Results: wbc=12.4 k/ul, hgb=8.9 g/dl. Hospital lab: wbc=18.7 k/ul, hgb=11.1 g/dl. No impact to patient management ws reported due to this issue.

Manufacturer narrative:
Lyse cap broken, lyse changed, lyse line cleaned, hgb flow celled cleaned. Other, hgb reference and 5 v hgb set points, hgb flow cell; lyse cap; lyse reagent. Investigation summary: the customer reported quality control issues with controls values (out of range parameters hgb, rbc, plt) and discrepant results (wbc, hgb) on one patient sample. The instrument in use was a cell-dyn 1700. The patient was sent to a hospital lab for additional testing based on the initial results generated. There was no impact to patient treatment or management. The hgb reference = 1708* (1800-2200) was out of specification. The last calibration= 2008. The customer technical advocate (cta) reviewed troubleshooting: maintenance was up to date; syringes secure, no leaks/cracks/bubbles/air pockets; diluent and lyse reagents were correctly installed. It was discovered that the cap on the lyse reagent was broken and may affect reagent stability and results. The cta recommended: controls should be at room temperature before mixing and processing; rinse lyse line; replace lyse (same lot); and clean the hgb flow cell. A replacement cap for the lyse reagent was sent to the customer. The customer was to recheck the hgb reference: if hgb ref was <1800 or >2200 service is required; if hgb reference was between 1800-2200, aperture plates should be cleaned and qc repeated. The cta followed up the following month, and dispatched service. The hgb reference value was still low--1638 (1800-2200), although the recommended troubleshooting was dispatched service. The hgb reference value was still low--1638 (1800-2200), although the recommended troubleshooting was completed. The field service representative (fsr) adjusted the hgb and hgb 5 volt setting and adjusted the pre-amplifier module. Calibration was performed and the instrument was found to be operating per labeling. Cell-dyn 1700 system operator's manual: reagents caps, should be secure to minimize evaporation and contamination during use (1-15). Lyse line cleaning is a monthly procedure. Cleaning the hgb flow cell is a non-scheduled maintenance activity (9-19), recommended where buildup of material is suspected resulting in elevated or imprecise hgb recovery. The troubleshooting guide (pages 10-3 through 10-5) explains the location of raw data and count tests (10-4) for use in evaluating hgb reference values. Page 10-13 mentions checking the hgb reference value when troubleshooting abnormal or erratic hgb or mch or mchc. Trending: a review of complaint reports, for the period september 2007 through april 2008, did not indicate an adverse trend for the cell-dyn 1700, for issues wbc or hgb parameters. The event is addressed in the cell-dyn 1700 operator's manual: use or function: system components; reagent storage; 1-15 section 9: service and maintenance: monthly maintenance procedures; lyse inlet tubing rinse; 9-15, 9-16 non-schedule maintenance frequency; table 9.1; 9-19; non-scheduled maintenance; cleaning hgb flow cell; 9-39 to 9-41 section 10 troubleshooting and diagnostics: diagnostics; 10-3 to 10-5 troubleshooting overview; 10-9, 19-10; troubleshooting guide; abnormal or erratic hgb, nch and/or mchc; 10-13. Conclusion: the device was evaluated by a service representative. The instrument generated discrepant results for wbc and hgb on fingerstick draw. Results did not match results generated at a hospital lab using a second draw from the patient. (Hospital collection method unknown). The device failed to meet specifications (hgb reference value low). The device was cleaned, a broken lyse cap replaced and service adjusted the hemoglobin reference range. Calibration was performed and the device was found to be operating within specifications. User error may have also contributed to the event as the lyse cap was found to be broken and should have been replaced/repaired prior to running controls or patient samples. This is the final report. End of report.